Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.041"-0 .354". Visual inspection displayed no signs of missing fragments. The complaint regarding severe cracking/tearing at the stapler wrist was confirmed by failure analysis. Intuitive surgical, inc. (Isi) received user facility report 4900240000-2024-8138 stating: during surgical procedure, it was noticed that the stapler for the robot had a tear in its wrist sleeve. It was removed and replaced with a new stapler.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the picture shows that the black rubber wrist cover is torn.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported severe cracking/tearing on the wrist of the stapler which was noticed during the 3rd insertion into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was opened to the field and no damages were noted at the time. A gastric sleeve procedure was in progress when the damage was noted. No more than normal but not at the joint. No fragment fell into the patient as the part seemed totally intact. The instrument has been cleaned and returned to the box/ packaging it was removed from. The lot number on that box/wrapper is correct to the item and the stapler head( unused/ fired) is in the box with the instrument. Pictures were taken and sent to our quality department for review I will forward that on to you if I can.